Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 05 september 2024 g3. Date received by the manufacturer? 05 september 2024 h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On june 11, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.